Event description:
It was reported that a patient presented to clinic for a lead revision due to left ventricular (lv) lead dislodgement confirmed by x-ray. Device interrogation revealed no capture at max output on the left ventricular (lv) lead. The physician elected to reposition the lv lead on (B)(6) 2022. The patient condition was stable before, during, and after the procedure.